Event description:
Healthcare professional reported "adverse event". Later, healthcare professional reported "capsular contracture, baker grade IV", "severe pain and changes in shape, encapsulation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.